Event description:
It was reported that the model 6943 lead was replaced, due to a problem, which caused the device to shock the patient repeatedly. It was also reported that the model 3830 was replaced due to infection. No patient complications were reported as a result of this event.